Event description:
It was reported that the impedance on the lead has dropped in less than 4 months from 500ohms to 231 ohms unipolar. The bipolar impedance is less than 100ohms. The lead appears to have an insulation issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.